Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, in order to resect the rectum with two firings, the user loaded a reload to the handle firstly and the firing was completed with no problems. After that, the operator loaded the reload similarly for the following firing, and when the surgeon approached in order to fire, there was an unfamiliar crack sound was heard from the shaft part of the adapter during the operation of the articulation button. When checking the display, it was as usual, so the doctor manually set to slow mode and started the firing. Then when reaching around the middle, the firing stopped halfway and returned to the proximal part automatically an no staples were missing. When looking at the display, there was an excessive force indicator for a moment. The jaws of the device locked on tissue and was removed. The proximal part of the reload connecting to the adapter broke off. There was no bleeding from the tissue and the staples were also found to have applied to the tissue, and before performing the third firing, the physician replaced all the products; handle, shell, adapter, reload and firing was able to be performed without problems. After the procedure was completed, the practitioner tried to disconnect the defective set, but the cartridge and the adapter could not be disconnected and all devices were replaced. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device had damage to the cutting edge of the knife blade consistent with application over an obstruction. It was reported that the device was difficult to unload and has detected an excessive load. Also, a component disengaged from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling or excessive manipulation. It was also reported that the jaws of the device remained closed on tissue after firing, and the device initially fires, but failed to complete the firing cycle. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.